Event description:
Rptr stated her blood glucose level runs high and consequently when she received the er1 message she merely retested and got a reading into the 450 mg/dl range. Rptr also typically received the "hi" message. Rptr compares to color chart and performs control soultion test.